Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the df4 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the rv shock coil were not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis of the proximal fragment revealed a fractured and overrotated inner conductor coil directly next to the df-4 connector pin, which most likely resulted from the extraction procedure while retracting the fixation helix. However, a thorough analysis of the lead fragment did not show any deviations which might have led to the reported oversensing leading to inappropriate shocks. The insulation was free of breaches. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead had a break and exhibited noise, which led to 25 inappropriate shocks. Lead was explanted. Should additional information be received, this file will be updated.